Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported issue with the quick serter insertion. Performed troubleshooting and issue was resolved by reviewing proper use of the serter. Customer also mentioned a high blood glucose of 505 mg/dl.. Troubleshooting was not performed for high blood glucose issue. Advised that customer will be receiving new serter. The insulin pump was not returned for analysis.